Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Event description:
Patient representative reported "dishomogeneity of the implant fluid due to suspected capsular rupture and presence of in comet signs axillary lymph nodes due to probable silicone absorption". This record relates to the right side. Device status is unknown.

Event description:
Patient representative reported "dishomogeneity of the implant fluid due to suspected capsular rupture and presence of in comet signs axillary lymph nodes due to probable silicone absorption". This record relates to the right side. Device status is unknown.